Manufacturer narrative:
Title: konia mr et al. Anesthetic implications of chronic lung disease in patients undergoing transcatheter valve implantation. J cardiothorac vasc anesth. (2017) 31 (657¿662). (Doi 10.1053/j.jvca.2016.08.016) earliest date of e-publish/publish used for event date in no unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature of an (B)(6) male patient severe aortic stenosis who underwent implant of a 31mm medtronic corevalve (serial number not provided). Post-implant complete heart block (chb) developed and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.